Event description:
The report received from the typhoon study indicated that approximately three years and nine months post stenting procedure, the patient presented with an inferior q-wave myocardial infarction; in-stent thrombosis was subsequently identified. The index procedure included treatment of a lesion in the proximal right coronary artery (rca). The lesion was 25mm long, presented a 3.0mm reference vessel diameter and timi 0 flow. The eccentric lesion was a total occlusion, presented an irregular contour and was a type c lesion. The lesion was pre-dilated to 8 atmospheres (atms), then the 3x33 mm cypher stent was deployed to 20 atms. Results were satisfying. Post-procedure the lesion presented timi iii flow. Further information indicated that during the procedure the patient, developed sinus arrest and was not responsive to atropine, temporary pacemaker inserted, hypotensive treated with dobutamine. The patient was discharged, three days later. Approximately three years and nine months post index procedure, while working in the garden, the patient presented with chest pain and was admitted to the hospital the same day. An electrocardiogram was performed and showed an inferior q-wave mi (st-elevation). Troponin I= 171 ug/l (>5 times unl). Ck (586 u/l) was >2 times above unl. Angiography revealed in-stent thrombosis in the prca. A re-pci was performed and a 3.5x33mm cypher stent was deployed to 14 atms. The procedure was unsuccessful because the timi after the procedure was still 0. Patient received reo pro (IV) for 12 hours. Patient was in good condition and was discharged four days later.

Manufacturer narrative:
The product is not available for evaluation. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.